Manufacturer narrative:
The d.4 and h.4 were corrected with additional device information.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-04477.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the information provided, the valve embolization towards the aorta may have been related to the mechanisms above, such as minimally calcified leaflets, along with the balloon leakage of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards mexican affiliate, during a tf tavr procedure the valve was being implanted in an 80:20 (aortic/ventricular) position. A few minutes later the valve migrated to the ventricle. The patient was stable but went to surgery. When the entire system was removed, team realized that the balloon was broken at one end and a lot of blood was found inside it related to when the ds was pulled. It was no clear if it was related to the leakage or the lack of calcium in the native annulus. No damage was observed on the sheath. The patient went to surgery, the embolized valve was removed and a surgical valve was implanted. Patient was stable after procedure and later was discharged.